Manufacturer narrative:
The device was not received for analysis at the time of this report; therefore no physical or visual analysis of the product can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device instructions for use under the preparation for use section states, "inspect and prepare the catheter to be used according to the manufacturer's instructions. This includes flushing the catheter to be used with a saline solution." As noted in the precautions within the device instructions for use (dfu), "free movement of the guidewire within a catheter is an important feature of the steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date it appears that clinical and/or procedural factors may have impacted on the event as reported. If any further relevant information is provided, a follow up report will be submitted.

Event description:
They had gone in and they had used the jetstream. As they were taking the jetstream out off wire, they got to where the jetstream would not move along the wire. They could not exchange it, so they had to take the jetstream and the wire out as one unit. They could not get it to pass over the wire after they had used it, so they had removed it and opened another of the same jetstream and wire, went back in and finished the case that way. Patient is fine, no complications.